Event description:
It was reported that a physician met resistance when trying to extract a urological stone. It's questionable to whether the injury was due to ureter not being dilated enough or the stone was not broken up well. The pt ended up with a urethral tear which required sewing up to prevent urine leakage. No other info was available. This device has not been returned for evaluation. Therefore, no failure analysis is available. A lot search could not be performed due to the batch number not being provided. Additionally, without evaluating this device co can not determine the relationship between the device and the cause of the event.